Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms # 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing found pump passed all functional tests, unable to replicate the reported issue. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Actions were taken to mitigate the reported issue: preventative maintenance was performed on the pump.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump exhibited system failure. No patient was involved in this event. No adverse effects were reported.